Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to attempt charging using a different wall outlet and wall adapter, but these attempts did not resolve the issue. The customer was informed to use mdi for backup insulin delivery while technical support arranged for a replacement pump to be sent. Customer was instructed to put the defective pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.